Manufacturer narrative:
The device information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 129 mg/dl at the time of call. The customer stated that they had symptoms of high blood glucose such as nausea and vomiting. The customer stated that they were given IV and gave insulin through insulin pump to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The reservoir will not be returned for analysis.